Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope was insufficiently reprocessed. During reprocessing, the endoscope reprocessor only dispensed detergent for five seconds, which was lower than normal 30 seconds. There were no reports of patient harm or injury.